Event description:
It was reported that on (B)(6) 2026, a 25mm epic valve was chosen for an aortic valve replacement procedure. During implantation, the physician noticed that one of the leaflets appeared retracted. A saline test was performed, and the physician believed that the leaflets were functioning properly. The procedure was then completed and the patient was closed. During the following week, several diagnostic studies were performed. The patient presented with a high pulse pressure of 80mmhg. Echocardiography confirmed moderate to severe aortic regurgitation. A reoperation was scheduled to replace the prosthesis. On (B)(6) 2026, the first valve was explanted and a new 25mm epic valve was implanted. Post-procedure the patient developed third-degree heart block, necessitating a permanent pacemaker. On (B)(6) 2026 the patient experienced an extreme episode of bradycardia and signs of shock, followed by cardiac arrest. Cardiopulmonary resuscitation (CPR) maneuvers were initiated; however, the patient passed away. The death was suspected to be a result of complications related to temporary pacing malfunctions, though this was not confirmed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.